Event description:
It was reported that the posey sitter select alarm unit is not triggering with the sensor pad. No patient injury reported.

Manufacturer narrative:
Evaluation codes: results: (other) - inspection found that the battery acid leaked inside the alarm unit.